Manufacturer narrative:
A product investigation is in progress.

Event description:
Tampons getting stuck, ripped off- vagina [foreign body in reproductive tract]. Extra cramping- menstrual [dysmenorrhoea]. Extra (cramping) - menstrual [condition aggravated]. Ripped off- tampon [device breakage]. Tampons are hard to pull out [device difficult to use]. Case description: consumer reported via phone that the tampons are ripping and are hard to pull out. No serious injury reported.

Event description:
Tampons getting stuck, ripped off- vagina [foreign body in reproductive tract]. Extra cramping- menstrual [dysmenorrhoea]. Extra (cramping) - menstrual [condition aggravated] . Ripped off- tampon [device breakage]. Tampons are hard to pull out [device difficult to use]. Case narrative: consumer reported via phone that the tampons are ripping and are hard to pull out. No serious injury reported.

Manufacturer narrative:
No failure could be identified as a result of the investigation.